Event description:
Pt was revised to address loosening. Osteolysis was discovered intraoperatively.

Manufacturer narrative:
Eval was not possible, as the prod was not returned. The investigation was limited to the info provided as the prod code and lot numbers required to review the device history records and complaint history were not provided. The investigation could not verify or draw any conclusions about the reported event based on the provided info. The initial report states that it is not suspected that the prod failed to meet specs or contributed to the reported event. The need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the prod and/or add'l info be rec'd to change the outcome of the performed investigation, the complaint will be re-opened.